Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer cart and found the wheel lock for the height was not correctly secured. The incorrect height resulted in the level difference between the transfer cart and conveyor system. As the height from the transfer cart to the conveyor system was not level, the employee manually lifted the manifold fold subsequently causing the reported injury. The steris service technician adjusted the transfer cart wheels, tested the unit and confirmed it to be operational. The operator manual states (pp.2-2), "ensure cart platform is flush with loading and unloading surface." The employee subject of the reported event was retrained on the proper use and operation of the transfer cart.

Event description:
The user facility reported that an employee obtained an injury while transferring a manifold rack from a transfer cart to the conveyor system. The employee sought medical treatment.